Event description:
The customer stated she activated the device on (B)(6) 2011 and when she awoke on (B)(6) 2011 her blood glucose measured 300 mg/dl. By noon, it has risen to 451 mg/dl, so she decided to deactivate the product. She noticed the cannula was kinked when it was removed. Her blood glucose has come down to 224 mg/dl since activating a replacement device.

Manufacturer narrative:
The device was not returned for eval. Therefore, we are unable to confirm the kinked cannula or determine if it restricted or interrupted insulin delivery or if some other product condition could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises that "if your blood glucose is 250 mg/dl or above, check for ketones, if ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod, use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."